Event description:
As reported by the user facility: detailed inquiry description: the customer indicates the green (turquoise) clamp should be on the other side of the white piece that goes into the pump. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and sixteen samples were returned by the facility for evaluation. All 16 samples and photographs were visually evaluated and compared to the product drawing. Based on the evaluation results, it was confirmed that the pump segment was inverted. The reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the assembly process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Awareness training was performed as a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.